Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (l747487), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by sales rep via complaint submission tool that dr. Macleod was performing a meniscal repair utilizing mitek peek truespan. As I was informed, as I was not physically there for the case, three of the truespan all failed in the same fashion- the first implant was fired and upon pulling the gun back into the joint space, the implant pulled out of the meniscus and back into the joint space with the needle. Apparently it was a young patient with good tissue quality and the surgeon followed all of the correct procedural steps, but these 3 truespan just did not work. 4-5 other truespan were implanted successfully and no patient harm occurred. Devices were discarded.